Event description:
It was reported that in central processing, frayed cables were identified on the mega suturecut needle driver instrument. Customer not aware of any adverse event on previous procedures. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation did not find any damage. The instrument was inspected under a digital microscope and there were no frayed cables observed. No other damage was found.